Event description:
Edwards received notification of an evoque valve in tricuspid position where, upon release, the valve migrated and the physician utilized a valve-in-valve intervention to complete the procedure. After full ventricular expansion, valve height and coaxiality were deemed appropriate. At half atrial, valve moved ventricular. All depth was removed and it did not seem to translate. Attempt was also made to raise the septal anchor by clocking the delivery system (ds); however, the ds was unable to move more atrial despite incrementally removing 3 cm of depth. Upon release, valve migrated more ventricular but appeared stable. The physician utilized a valve-in-valve intervention to complete the procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. H6 type of investigation: additional codes 'analysis of images' and 'labelling review'. The complaint for malposition -valve embolizes into ventricle was confirmed with objective evidence. The imaging evaluation confirmed that upon final release of the evoque valve from the delivery system, the valve embolized into the ventricle, with the anterior and lateral sides of the valve noted to be more ventricular in position. The anchors were noted to be at the level of the annulus and leaflet capture was confirmed during ventricular expansion. However, during atrial expansion, all sides of the valve moved ventricular in position which resulted in moderate posterior and septal pvl (bidirectional) and moderate transvalvular tricuspid regurgitation. Limited procedural imaging was provided, therefore leaflet capture following the ventricular expansion procedural step could not be assessed. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. In this case, due to limited imaging, a root cause could not be determined. Based on the device history review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Since no edwards defect was identified, corrective or preventative actions are not required.